Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch lancing device was not working. The sr. Medical surveillance specialist reviewed the recorded customer service telephone call and was able to classify the complaint based on the information originally provided. Since approximately 2-3 weeks ago, the patient noted the reported lancing device would penetrate the skin but she was unable to obtain a blood sample for glucose testing. The patient was unable to test her blood glucose levels for two weeks. For two days, the patient experienced the symptoms of sweating and she felt low. The patient administered self-treatment with crackers and candy; she did not seek any medical attention. The patient manages her blood glucose level with diet based on her meter readings, and tests three times per day. The issue was not resolved with troubleshooting. The lancing device was replaced. The patient allegedly suffered severe hypoglycemia symptoms after not being able to test her blood glucose levels due to the lancing device issue, and she received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.